Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the footrest to resolve the issue. The system was tested and verified as ready for use. Isi has not received the footrest for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted radical salvage proctectomy surgical procedure that surgeon side console (ssc2) universal surgical manipulator (usm) swap pedal was not working. The surgeon used ssc 1 to continue the procedure. The customer refused to do any further troubleshooting due to the ongoing procedure. There were no reports of noise/resistance when the pedal was pressed. No known impact or patient consequence was reported.